Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a device history record (DHR) review was conducted: part: 323.062; lot: 8449704; manufacturing site: bettlach; release to warehouse date: 04.jun.2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was conducted. Visual investigation: two portions of 16 mm and 30mm on the tip are broken off. The broken off parts are available. The cutting blades and the side edges are worn and presenting various marks of mechanical overload. The grooved broken off portion is heavily bent and the remaining shaft with the coupling is slightly bent. Dimensional inspection: the drill bit diameter was be checked and found to meet the specifications. Document/specification review: the sub-component (B)(4) is not lot tracked but can be related to work orders referencing drawing. The review has shown that the correct raw material stainless steel 440a was used and the hardness of the components after the heat treatment process met the specifications. Conclusion: two portions of 16 mm and 30mm on the tip are broken off and the complaint therefore is confirmed. The visual defects on the drill bit provide evidence that the device was subjected to mechanical overload while use. The grooved broken off portion is heavily bent and the remaining shaft with the coupling is slightly bent. The device in question is a multi-use instrument, therefore, the condition of the cutting blades prior to the operation in question is unknown. The important information leaflet (se_023827) describes the recommended instrument inspections for reprocessing operations before reusable device operations. Please also see at: https://emea.depuysynthes.com/hcp/reprocessing-care-maintenance based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an open reduction internal fixation (orif) surgery for multiple injuries on the clavicle, radius and ulna, a drill bit broke. Upon drilling in the proximal ulna, the drill bit broke when an unknown drill sleeve entangled a gauze. The drill bit broke away from the patient's body and no fragment was left in the patient. There was less than 30 minutes of surgical delay reported. It was unknown how the procedure was completed. The patient was stable. Drill sleeve (part # 03.211.002, lot # unknown, quantity 1). This report is for one (1) 2.0 mm drill bit with depth mark/qc/140 mm. This is report 1 of 1 for (B)(4).